Event description:
It was reported to philips that the nav ring was defective. There was no patient involvement or harm reported. This event was reported to have occurred during performance verification testing (pvt). There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer was unable to make changes via the navigation ring or the touchscreen. A field service engineer was dispatched to the customer site to implement repairs. Further information is pending.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Part was not returned for failure investigation. Previous investigations have shown that the root cause of navigation-ring failures was determined to be due to liquid ingress.